Manufacturer narrative:
Investigation is initiated and on-going. Instrument replacement also initiated.

Event description:
On the 27feb2026 abbott account manager sent email to technical service ts reporting that they their customer has issues on their two afinion 2 instruments as follows: serial number sn # (B)(6) does not perform the test, information code 213 serial number sn # (B)(6) just stopped working and started to smell like it would start to burn. This event is for sn # (B)(6). On 02mar2026 the customer confirmed the following for sn # (B)(6). - the incident occurred on february 18, 2026. - no patients were involved. - smoke appeared and there was a burning smell. - the instrument was not hot, and no staff were injured.